Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Two wires were pinched and the belt receptor connector was pulled from j1001, causing the failure. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize ECG signal.